Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital and treated for gastrointestinal bleeding. An esophagogastroduodenoscopy and capsule study confirmed there was a bleed in the stomach but no evidence of bleeding in the small bowel. The bleeding vessel was clipped and the patient received a blood transfusion. It was noted that the condition resolved. It was reported that the lvad worked as intended throughout admission and pump parameters were within normal limits.

Manufacturer narrative:
Approximate age of device: 9 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.